Event description:
Approximately 2 years ago there was an issue of a machine overheating and melting. Biomed did reach out to armstrong medical and the rep, after some hesitation, did replace the machine. Biomed in the last couple of weeks has received 2 more machines that are melted from overheating.